Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited high out of range shock impedance measurements on the right ventricular (rv) channel. Technical services (ts) was consulted and recommended programming options. This rv lead remains in service and no adverse patient effects were reported.